Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back after meeting with their managing physician. The physician took an x-ray of the lead and said its good and lined up well and told patient they should call for assistance changing programs. Patient stated they would like more control during the day. Ps reviewed theory and use of programs and instructions to change programs and adjust amplitude to a comfortable level. Recommended patient monitor symptoms.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that early sunday morning they started leaking and noticed that the stimulator had moved from their waist to their buttocks. Caller added that they increased the stimulation a little bit and their husband noticed the stimulator was down low where it used to be a little further up just below the waist and the back right side of the hip. They also said the stimulation had moved from the vaginal area to the rectum. Caller stated they decreased the stimulation back down to 2.0 last night because they couldn't figure out why they were leaking at the level they were working to get it to. Caller denied any falls or accidents. Agent told patient she could increase the stimulation to a comfortable level and monitor symptoms. The patient was redirected to their healthcare provider to further address the issue of stimulator moving, stimulation moving, and return of symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-03 additional information was received from the patient. The patient called back and the main reason for the call was the MRI facility would not schedule the patient for an MRI and the patient wanted someone from the manufacturer to call the facility. The agent reviewed the role of patient services and provided the technical service number for the MRI facility to call. During the call the patient also mentioned having bladder issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.